Manufacturer narrative:
No definitive cause was determined. An ocd field engineer performed camera adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
An ocd field engineer (fe) reported that while at the customer site performing service, the ortho provue analyzer interpreted a weakly positive reaction as negative. Visual inspection of the processed gel cards showed the reactions were weakly positive. False negative test results can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.